Event description:
Per the clinic, the patient experienced an abutment loss subsequent to sustaining a head trauma (specific date not reported). The patient was placed under general anesthesia on (B)(6) 2024, in order to replace the abutment. The implanted device remains.